Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased sodium results which questioned by the physician on architect c4000 processing module for multiple patients. The results provided were: on (B)(6) 2022 patient 1: sid (B)(6) initial sodium=113 mmol/l /redrawn and repeated on different architect =142 mmol/l / repeated original tube on (B)(6) 2022: sodium=139 mmol/l additional information provided on (B)(6) 2022: sid (B)(6) initial=118 mmol/l /auto repeat on same analyzer=139 mmol/l. Sid (B)(6) initial=115 /auto repeat on same analyzer=139 mmol/l. Laboratory reference range for sodium=136 to 145 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
A review of tickets determined that there was no other complaint activity for ict sample diluent (ln 2p32-11) results. The ict sample diluent used to analysis of electrolytes on architect c4000 processing module. Trending review determined no trends for falsely elevated results for the product. Return testing was not completed as returns were not available. A review of historical data revealed no trends, systemic issues, or related nonconformances. Based on the complaint data, including the troubleshooting performed at the site and this investigation, the cause for the erratic/discrepant sodium results cannot be determined with certainty. However, the most likely cause appears to be possible patient sample preparation issues. Controls are noted as being within expected ranges. Field data shows the assay performing within established parameters. The ict module was changed; however, the ict probe was rusted and was cleaned but not replaced. A review of the product labeling concluded that the issue is sufficiently addressed. Use error may have contributed to the customer¿s issue as rusted components should be replaced during customer maintenance. Based on the investigation, no systemic issue or deficiency of the architect c4000, serial number (B)(6), or the ict diluent, lot number unknown, was identified.

Manufacturer narrative:
This follow up is being submitted to include the initial coding in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.